Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the host computer was unable to boot, preventing the system from starting fully. During troubleshooting, the fse discovered that the host pc was not powering on, checked the power input, and found the connection to be loose. The fse resolved the issue by resetting the power input connection. After the reset, the system powered on successfully and was restored to normal operation, returning to clinical use. The codes were updated based on the investigation outcome.